Event description:
Tip of device reported to have broken during use. Tip was not able to be retrieved after one hour delay to the case. No pt injuries were reported to have occurred as a result of this event.